Manufacturer narrative:
Correction, returned part information inadvertently left off initial report. The suspect uninterruptable power supply was returned on 4/4/2016. Device manufacturing date now provided.

Manufacturer narrative:
Device manufacturing date is dependent on lot number/serial number, therefore, unavailable. After completion of the procedure, by-passed the ups using another navigation system which resolved the issue. Return requested. Replacement selectable ups shipped to site 03/22/2016. Medtronic investigation of returned suspect selectable ups finds that when connected with known good components, the ups performed as expected. The ups ran under battery power and re-charged the battery as expected. However, during the shut-down process, with the ups turned off via the on/off button, then the ac power cord pulled, the ups began to chatter with the ac input sensing circuit switching between ac and battery. Although this is a failure, it does not correlate with the reported failure. Defective pcba. Electrical failure note: the reported failure would not be caused by the ups. On 03/23/2016 a medtronic representative performed a navigation system check-out, hardware test failed. Navigation system's emitter displayed 'low drive current' and the axiem box showed 'axiem box system error' after the system was within the synergy cranial application. Replaced ups. Issue resolved. System performed as intended.

Event description:
A medtronic representative reported that, while in a procedure, the site's navigation system emitter displayed 'low drive current' and the axiem box showed 'axiem box system error' after the navigation system was in the synergy cranial application for approximately twp minutes. In trouble-shooting, switched the axiem box and emitter and cycled power, issue was not resolved. The site re-started the navigation system each time the emitter and axiem, box showed red status. Delay in therapy was 30 minutes. The surgeon opted to continue and completed the procedure with the use of the navigation system. There was no impact on patient outcome.